Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving multiple shocks. Device interrogation revealed inappropriate therapy for atrial fibrillation with right ventricular response rhythm. Output circuit damage switched to vector in-range high voltage lead impedance. Dft testing was performed successfully. The patient is stable.